Manufacturer narrative:
No product has been returned for evaluation nor were pictures or radiographs provided to confirm the alleged event.

Event description:
On (B)(6) 2020 during an extreme lateral interbody fusion procedure the surgeon was advancing an xlif cobb across the disc space and the tip of the cobb fractured off. The surgeon was unable to retrieve the fractured tip and decided to close patient's left side. The patient was then turned right side up, re-opened from a right side approach and the tip was retrieved. No further complications reported.

Manufacturer narrative:
The device was returned to nuvasive where it was examined and found to be slightly discolored , nicked and worn as well the manufactural date identifies that the device was released to the field in 2013. Examination of the device and data indicates the device failure was the result of age/wear fatigue. Labeling review: "preoperative warnings 3. Care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. All non-sterile parts should be cleaned and sterilized before use. 5. Devices should be inspected for damage prior to implantation. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."

Event description:
The device was returned on april 8, 2020 for evaluation.